Event description:
According to the reporter: the sleeve was damaged while still in the packaging. There was no unanticipated colostomy, formal laparotomy, re-operation or conversion to open procedure. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).